Manufacturer narrative:
The contract manufacturer was not able to confirm the reported event. No problem was found with the device. Preventative maintenance was performed on the device and it was returned to the customer.

Event description:
It was reported that the multigen radiofrequency generator had an error appear on the screen when it was turned on. As a result of the event, the procedure was cancelled. There were no adverse consequences or medical intervention.

Event description:
It was reported that the multigen radiofrequency generator had an error appear on the screen when it was turned on. As a result of the event, the procedure was cancelled. There were no adverse consequences or medical intervention.